Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a secondary infusion was running for one hour and no drips were observed from the secondary container. Roller clamp was open and fluid containers had the correct head heights. No other details available. The customer stated this had happened one other time in the past. This was reported to bd associate during their site visit. There was patient involvement but the information on patient impact is unknown.